Manufacturer narrative:
Device history record: a review of the device history record showed the device had a manufacture date of 07/12/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the nurse stated that the 8100 over infused. No patient harm reported. Although requested, further information not provided.